Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient complained of poor eyesight and poor contrast sensitivity after implantation of a tecnis multifocal intraocular lens (iol). Account indicated that there are no signs of inflammation or injury. In addition, the patient gave feedback that vision from close range to long range was ambiguous, and continued feedback that any viewing distance was not clear and was determined to exchange to other company lenses. Additional information received revealed that the iol was explanted and replaced with a non johnson and johnson lens at a later date. Patient status provided as continuously complaining of poor eyesight and contrast. No further information was provided.